Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient .

Event description:
The consumer, via the manufacturer representative, reported there was a relation between the patient programmer being off and stimulation loss. It was stated that when the programmer was off, the stimulation sensation faded away. This occurred during normal use on (B)(6) 2016. The settings that the implantable neurostimulator (ins) were programmed to were case + and 3 -, 2.0v, 210's and 14 hz. Impedances were not checked. The patient was given a new programmer and the ins was reprogrammed. No surgical intervention occurred or was planned. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.